Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4). The dentist reported that after 1 month dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, 50ncm of primary stability was achieved, the patient presented bone type I, immediate implant and immediate load were performed, bone graft was executed, trauma over the implant has happened and fenestration occurred during surgery.